Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, lead, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported the implantable pulse generator (ipg) was not working. The ipg remains in use. No patient complications have been reported as a result of this event.